Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump cannot turn on after inserting the battery. The patient's blood glucose was normal and did not require medical treatment. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and prime alarm during the prime test due to faulty force sensor. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. We were unable to perform the occlusion test and no delivery test due to motor error alarm. The insulin pump was received with corroded motor home switch. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had minor scratched display window.